Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned and evaluated by the distributor. The reported problem (won't power on/system speaker hums) has been confirmed. Upon investigation the monitor was intermittently able to power on. The cause for the intermittent ability to power on and reported screeching noise was a defective u500 digital signal processor on the computer/analog board. The root cause for the defective u500 processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was unable to power on and was emitting a screeching noise.